Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned lead found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device passed all testing; therefore no problem was detected.

Event description:
It was reported that this right ventricular lead was explanted due to unknown reason. The reason was not provided. A new lead was placed, and no additional adverse patient effects were reported. The lead has been received for analysis.

Event description:
It was reported that this right ventricular lead was explanted due to unknown reason. The reason was not provided. A new lead was placed, and no additional adverse patient effects were reported.